Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. The instructions for use lists potential complications as: those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest cardiac arrhythmia or arrest. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook biopsy forceps with an unknown registered product number. The patient was getting an egd procedure and cook biopsy forceps used for procedure. The first biopsy resulted in large amounts of bleeding and required 2 hemostasis clips to be used. Bleeding was controlled and subsequently stopped. A second biopsy was taken and a very large crater resulted from biopsy, no significant bleeding from that site. On (B)(6) 2015, per the cook representative, the following information was provided after follow up with the physician: when the physician went in for a biopsy the forceps took to large of a sample possibly due to mis-aligned forceps, which caused a large amount of bleeding. The physician used a clipping device of unknown manufacture to clip off the site and to fix the bleeding.